Event description:
Info received indicates the lower right side rail will not latch.

Manufacturer narrative:
The tech found the latch cover was interfering with the side rail latch. The tech removed the cover to repair the bed.